Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a device changeout procedure. Prior to the procedure, upon interrogation, it was noted that the atrial lead exhibited failure to sense. The atrial lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.